Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by abdominal pain and diarrhea. The breach in aseptic technique was not further described. The same day as event onset, the patient was hospitalized for the peritonitis event and was treated with vancomycin (intraperitoneally for four days, dose, frequency not reported ), piperacillin-tazobactam (intraperitoneally for four days, dose, frequency not reported ) and penicillin (intravenously (started one day after treatment with vancomycin and piperacillin-tazobactam were discontinued), dose, frequency not reported). At the time of this report, treatment with penicillin was ongoing. Eight days after event onset, the patient's pd catheter was removed (current pd therapy modality was not reported). The patient was recovering from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information added to b5 and h10 b5: upon follow up, it was reported that the patient was discharged from the hospital and intravenous penicillin was discontinued after 15 days. The next day after being discharged, the patient was treated with ciprofloxacin (oral, for 5 days and dose not reported). Five days after being discharged, the patient was recovered from the event. It was reported that the patient was switched to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.